Event description:
It was reported that during a unk procedure the firing lever broke. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition and loaded with a 1/8 partially fired cartridge with the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, three firing trigger teeth were noted to be damaged. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring.